Event description:
It was reported that patient reported receiving a shock but no shock was found delivered when interrogated. The sic (short interval count) was high, which could indicate oversensing, and rv (right ventricular) lead impedance trend has been consistently out of range high on cardiac compass. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed high resistance/impedance. The right ventricular (rv) pace shows impedance values as high as 3312 ohms. Values are consistently at or above 3000 ohms for much of the timeframe between (B)(6) 2009 and (B)(6) 2010. It was also reported that there was varying resistance/impedance. The rv pace shows high and fluctuating impedance between the weeks of (B)(6) 2009 and (B)(6) 2009 between the initial value of 544 ohms and a high of 3280 ohms. Interference/noise was also reported. The lifetime ventricular sensing integrity counter (v-sic) was 16899 with an average of 20.55 counts per day. Elevated sic can indicate the presence of noise or an intermittency in the system. Oversensing was also reported. One short ventricular-ventricular sensed episode of less than 220 ms was recorded on (B)(6) 2010.